Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection of the returned direct current (dc) - dc printed circuit board (pcb) was conducted where it was found that capacitor, reference designator c59 and c32 were thermally damaged. Further investigation revealed that c59 was reading 220 ohm resistance out of circuit, indicating a short circuit condition had occurred. It was reported that later while in use on the patient, the 980 ventilator generated a continuous alarm and the screen disappeared. It was reported that an unusual burning smell was coming from the 980 ventilator; the interior of the room had a burnt smell. The reported issue was be confirmed. The most likely cause was the dc - dc pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cardio-pulmonary arrest and resuscitation, the patient was connected to the 980 ventilator. It was reported that later while in use on the patient, the 980 ventilator generated a continuous alarm and the screen disappeared. It was reported that an unusual burning smell was coming from the 980 ventilator; the interior of the room had a burnt smell. The patient was manually ventilated until a replacement unit was set up. The patient was then placed on an alternate ventilator and there was no harm to the patient at the time of the event.